Manufacturer narrative:
Product analysis: as received the gauge needle was at 0 atm. The everest syringe body, tube and lure rotator/connector all appear undamaged and without defect. Closer visual inspection to the gauge detected no damage. During testing while using an in-house stopcock, the everest was pressurized resulting in the needle moving slowly under initial pressurization. During testing water was seen dripping from the device, a severe leak through a crack on the syringe body was detected. No hesitations on the needle were detected during pressure testing. The plunger was pulled back and the needle showed movement to return to red. The device was pressurized turning the plunger rapidly with the needle moving flawlessly up and down the dial without needle movement issues. The device failed to maintain pressure due to the leak detected due to a crack on the syringe body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an everest inflation device in a procedure to treat the right coronary artery. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues. The device was prepped per IFU with no issues. When the issue occurred, the device was connected to a non-medtronic balloon which was in the patient. A stopcock was also connected between them. During an attempt for dilation, the knob turned as expected, but the manometer did not respond and the needle did not move. It was noted that the needle was unresponsive and the balloon inflated. As it was unknown if the pressure was applied to the balloon or not despite the needle not moving, the device was replaced with another. No patient injury is reported.